Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation was done for this device. The device failed labeled longevity calculation. The replacement indicator of the device was triggered while the device was implanted. The device and battery reached elective replacement indicator prematurely due to a higher than expected cell impedance increase. The pulse generator was tested and passed all electrical tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.